Manufacturer narrative:
This report is associated with argus case (B)(4), biotene original oral rinse (savannah).

Event description:
Burn on tongue [burned mouth]. Tongue had a first degree burn [first degree burns]. Bleeding tongue [bleeding from tongue]. Tongue cracked [tongue disorder]. Tongue pain [tongue pain]. Tongue swelled [swollen tongue]. This case was reported by a consumer and described the occurrence of burned mouth in a (B)(6) female patient who received glucose oxidase (biotene original oral rinse (savannah)) unknown (batch number ef22c1, expiry date 31st may 2018) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, 1 hr after starting biotene original oral rinse (savannah), the patient experienced burned mouth (serious criteria gsk medically significant), first degree burns, bleeding from tongue, tongue disorder, tongue pain and swollen tongue. Biotene original oral rinse (savannah) was discontinued (dechallenge was negative). On an unknown date, the outcome of the burned mouth, first degree burns, bleeding from tongue, tongue disorder, tongue pain and swollen tongue were not recovered/not resolved. It was unknown if the reporter considered the burned mouth, first degree burns, bleeding from tongue, tongue disorder, tongue pain and swollen tongue to be related to biotene original oral rinse (savannah). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient's sister reported the events occurred approximately one hour after she used the product (biotene original oral rinse (savannah)). A follow up was received from the patient's sister on (B)(6) 2016. The patient's sister reported her sister used the biotene original oral rinse (savannah) and her sister experienced tongue becoming cracked (tongue disorder), tongue bleeding (bleeding from tongue), tongue pain (tongue pain) and burned tongue (burned mouth) which she further stated she believed her sister tongue had a first degree burn (first degree burns). It was also reported the tongue swelled (swollen tongue). The reported advised the patient has discontinued use and that all issues are not improving at the time of the report. Error correction of the original case received on (B)(6) 2016: the formulation for the product glucose oxidase (biotene original oral rinse (savannah)) was updated from unknown to mouth wash. No additional updates were made.

Manufacturer narrative:
The report # 2011158-2016-00004 is associated with (B)(4), biotene original oral rinse (savannah).

Event description:
Believed that tongue had a first degree burn [first degree burns]. Tongue pain/ tongue sore / burn on tongue [tongue pain]. Bleeding tongue/ tongue bleed [bleeding from tongue]. Tongue cracked [tongue disorder]. Tongue swelled/ tongue stick to denture [swollen tongue]. Severe dry mouth [mouth dry aggravated]. Case description: this case was reported by a consumer and described the occurrence of burned mouth in a (B)(6) year-old female patient who received glucose oxidase (biotene original oral rinse (savannah)) unknown (batch number ef22c1, expiry date 31st may 2018) for product used for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, 1 hr after starting biotene original oral rinse (savannah), the patient experienced burned mouth (serious criteria gsk medically significant), first degree burns, bleeding from tongue, tongue disorder, tongue pain and swollen tongue. Biotene original oral rinse (savannah) was discontinued (dechallenge was negative). On an unknown date, the outcome of the burned mouth, first degree burns, bleeding from tongue, tongue disorder, tongue pain and swollen tongue were not recovered/not resolved. It was unknown if the reporter considered the burned mouth, first degree burns, bleeding from tongue, tongue disorder, tongue pain and swollen tongue to be related to biotene original oral rinse (savannah). Additional details: the patient's sister reported the events occurred approximately one hour after she used the product (biotene original oral rinse (savannah)). A follow up was received from the patient's sister on 18 march 2016. The patient's sister reported her sister used the biotene original oral rinse (savannah) and her sister experienced tongue becoming cracked (tongue disorder), tongue bleeding (bleeding from tongue), tongue pain (tongue pain) and burned tongue (burned mouth) which she further stated she believed her sister tongue had a first degree burn (first degree burns). It was also reported the tongue swelled (swollen tongue). The reported advised the patient has discontinued use and that all issues are not improving at the time of the report. Error correction of the original case received on 18 march 2016: the formulation for the product glucose oxidase (biotene original oral rinse (savannah)) was updated from unknown to mouth wash. No additional updates were made. Follow up information was received on 13 april 2016 from the consumer. The consumer returned the authorization form and grant permission to contact physician. Consumer stated that her tongue bleed for half hour. Then for about a week it was swollen and sore. It felt like when you put hot food in your mouth and burn your tongue. For a week she lived on only ice water and cold food. No further details were provided. Follow up information was received on 02 may 2016 via adverse event reporting (aer) form by physician. The event of dry mouth aggravated was added. The physician considered the dry mouth aggravated was related to the biotene original oral rinse (savannah). The physician stated that they had not seen patient since incidence. She only report what she left on their machine. They did return her call within 12 hours and it went to voicemail. The physician understanding was her mouth was extremely dry that day and it was the tongue sticking to denture which caused problem. When she separated them the tongue bleed. She did not seek any medical attention then or since. The physician did not believe that it was any type of burn. Just another severe dry mouth, drug induced. Comment: downgrade report.

Manufacturer narrative:
MFR # 2011158-2016-00004 is associated with argus case (B)(4), (B)(4) original oral rinse ((B)(4)).

Event description:
Burn on tongue [burned mouth]. Tongue had a first degree burn [first degree burns]. Bleeding tongue [bleeding from tongue]. Tongue cracked [tongue disorder]. Tongue pain/ tongue sore [tongue pain]. Tongue swelled [swollen tongue]. Case description: this case was reported by a consumer and described the occurrence of burned mouth in a (B)(6) female patient who received glucose oxidase ((B)(6) original oral rinse ((B)(4))) unknown (batch number ef22c1, expiry date 31st may 2018) for product used for unknown indication. On an unknown date, the patient started (B)(4) original oral rinse ((B)(4)). On an unknown date, 1 hr after starting (B)(4) original oral rinse ((B)(4)), the patient experienced burned mouth (serious criteria gsk medically significant), first degree burns, bleeding from tongue, tongue disorder, tongue pain and swollen tongue. (B)(4) original oral rinse ((B)(4)) was discontinued (dechallenge was negative). On an unknown date, the outcome of the burned mouth, first degree burns, bleeding from tongue, tongue disorder, tongue pain and swollen tongue were not recovered/not resolved. It was unknown if the reporter considered the burned mouth, first degree burns, bleeding from tongue, tongue disorder, tongue pain and swollen tongue to be related to (B)(4) original oral rinse ((B)(4)). Additional details: the patient's sister reported the events occurred approximately one hour after she used the product ((B)(4) original oral rinse ((B)(4))). A follow up was received from the patient's sister on 18 march 2016. The patient's sister reported her sister used the (B)(4) original oral rinse ((B)(4)) and her sister experienced tongue becoming cracked (tongue disorder), tongue bleeding (bleeding from tongue), tongue pain (tongue pain) and burned tongue (burned mouth) which she further stated she believed her sister tongue had a first degree burn (first degree burns). It was also reported the tongue swelled (swollen tongue). The reported advised the patient has discontinued use and that all issues are not improving at the time of the report. Error correction of the original case received on 18 march 2016: the formulation for the product glucose oxidase ((B)(4) original oral rinse ((B)(4))) was updated from unknown to mouth wash. No additional updates were made. Follow up information was received on 13 april 2016 from the consumer. The consumer returned the authorization form and grant permission to contact physician. Consumer stated that her tongue bleed for half hour. Then for about a week it was swollen and sore. It felt like when you put hot food in your mouth and burn your tongue. For a week she lived on only ice water and cold food. No further details were provided.